Event description:
It was reported that during surgery the blade wobbled in the handpiece. There was no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device was not available for return. As part of the associated concomitant product investigation an issue was found that could potentially have contributed to the reported event of "blade wobble". Device not returned to manufacturer.

Event description:
It was reported that during surgery the blade wobbled in the handpiece. There was no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device discarded at user facility.